Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
Additional information 14 jun 2024. Where is the device leaking from? At the end of the yellow part and at the beginning of the silicone, and in other cases it happened that the silicone itself was punctured and leaked through. When does the leak occur (during the insertion or washing process, during the infusion process, other)? Describe. During the insertion process and during infusion.

Manufacturer narrative:
This supplemental is intended to capture additional information received from the customer.

Event description:
It was reported that bd nsyte autoguard leaked. The following information was provided by the initial reporter, translated from portuguese to english: leaking" fluids.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The date received by manufacturer has been used for this field.